Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer unspecified low scan result on the adc device in comparison to unspecified reading on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced headache and blurred vision but was able to self-treat with insulin injection (type/dose unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, scan results of 151 mg/dl and 139 mg/dl on the adc device was compared to glucose readings of 439 mg/dl and 449 mg/dl from a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.